Event description:
User advanced the delivery system to desired position through wire guide and deploy the stent under x-ray observation. The delivery system inner core broken while the stent deployment is almost done. User picked the broken part of device by forceps and complete the procedure. User is an experienced operator of cook device and has concerns of stent deploy issue recently. FDA MDR reporting required: this event meets the criteria of an FDA ¿serious injury¿ report as per FDA guidelines ¿medical device reporting for manufacturers (2016)¿ section 2.13 and 2.15. Due to retrieval of broken inner core. The description of event states that 'the delivery system inner core broken while the stent deployment was almost done and the user picked the broken part of device by forceps and complete the procedure. The patient has not been reported as requiring any additional procedures since this occurrence.

Manufacturer narrative:
Device evaluation: the evo-10-11-6-b device of lot number: c1637212 involved in this complaint device involved in this complaint was returned for evaluation, with the original packaging. With the information provided, a physical examination and document based investigation was conducted. Lab evaluation: the device involved in the complaint was evaluated in the laboratory on 05th december 2019. The returned device lab findings and observations can be referred through the attached files. Polyimide to cannula joint was found to be broken. Flexor was found to be kinked and broken. Therefore additional complaint file: (B)(4) was raised. Following the laboratory evaluation additional information was requested to help us gain a better insight as to what occurred while removing the delivery system. Documents review including IFU review: prior to distribution all evo-10-11-6-b devices are subject to visual inspection and functional checks to ensure device integrity. There inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing records for evo-10-11-6-b device of lot number: c1637212 did not reveal any discrepancies that could have contributed to this issue. There is no evidence to suggest that this issue affects the entire lot#: c1637212; upon review of complaints this failure mode has not occurred previously with this lot#: c1637212. The instructions for use ifu0056-5 which accompanies this device instructs the user to "visually inspect with particular attention to kinks, bends and breaks. If abnormality is detected that would prohibit proper working condition, do not use." There is no evidence to suggest that the customer did not follow the instructions for use ifu0056-5. Root cause review: a definitive root cause could not be determined as the circumstances of use cannot be replicated in the laboratory. A possible root cause could be attributed that the device got caught up when removing the delivery system. Summary: complaint is confirmed as the failure was verified in the laboratory. According to the initial reporter, the patient did not require any additional procedures due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Manufacturer narrative:
Investigation is still pending. A follow up MDR will be submitted to include the investigation conclusions.

Event description:
User advanced the delivery system to desired position through wire guide and deploy the stent under x-ray observation. The delivery system inner core broken while the stent deployment is almost done. User picked the broken part of device by forceps and complete the procedure. User is an experienced operator of cook device and has concerns of stent deploy issue recently.